Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention devices. Retention (n=29) devices were tested in-house with clinical hcg negative serum samples. All results were negative at the 5 minute read time and met qc specifications. No false positive results were observed. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided and without patient specimen in-house analysis.

Event description:
(B)(6) 2015: false positive result obtained when testing a serum sample on the cardinal health hcg combo rapid test. Confirmatory beta quantitative test was performed and the result was 2.6 (units not specified). Patient diagnosis and current condition was requested, but was not provided. Time sample was collected was requested, but not provided. Troubleshooting occurred with a discussion about possible causes for unexpected results focusing on proper sampling technique, storage conditions and patient specific factors per the package insert-no deviations noted.